Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The field representative was not able to interrogate the device. This device was replaced at a surgical intervention.